Event description:
It was reported that the unit was not circulating water. The customer reported no pt injury related to this event. No other details regarding the nature were provided. Investigation in process, but not yet completed.